Event description:
A customer reported experiencing a cartridge alarm 30, which did not cause their blood glucose level to exceed 500 mg/dl, indicating it remained within a normal range. The issue did not occur during the load process and was a new problem with this particular pump serial number, although previous cartridge alarms were noted with consecutive cartridges. Technical support confirmed the issue and decided to replace the pump.